Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cap module was replaced and the x-ray tube and cover the installed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed "charger filament regulator" error messages. No pt injury was reported.